Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified, heavily tortuous renal artery that is 90% stenosed. During advancement of the 5.0 x 18 mm herculink elite balloon-expandable stent delivery system (sds) over the 0.014 ht command guide wire, resistance was met and despite repositioning, the sds failed to cross the lesion. Resistance was noted during withdrawal of the stent along the guide wire, resulting in entanglement of the devices. The sds and guide wire were withdrawn smoothly through the sheath. Once outside the anatomy, the stent and balloon were noted to be separated from the whole system. The devices were pulled apart, and the guide wire was intentionally cut in an attempt to remove it from the sds with no success. A new unspecified sds and guide wire were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.